Event description:
Patient reported that the infusion device had been in use for 6 days before it stopped working without warning. She indicated that her blood glucose was elevated to 348 mg/dl. Her normal range is 100-150 mg/dl. Patient stated that the event occurred while she was at work, causing her to switch to injection therapy to regulate her blood glucose level. She indicated that she would replace the power pack when she returned home. Patient indicated that she experienced eye contact irritation. Company representative attempted to followup with customer, but was unsuccessful. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.